Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address tibial loosening at the cement to implant interface. Cement manufacturer used was depuy. Doi: (B)(6) 2015; dor: (B)(6) 2018; right knee.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed: no non-conformances on this batch. Final micro and sterility tests passed complaints database searched: a complaint database search on the provided lot number found 1 additional report, however no other incidents related to implant loosening. Total for lot number: 4 (B)(4). Complaints received by cmw in the last 12 months for this issue: by product code: 116. By product family: 182 (63x smartset ghv gentamicing, 119x smartset gmv). Device history batch : null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.